Event description:
According to the reporter: the dissector spacemaker purse had broken. This was checked at the time of inflation. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. Here was no injury reported.

Manufacturer narrative:
(B)(4).